Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she had a blood glucose level of 468 mg/dl due to a bent cannula. Customer reported that the insulin pump did not return any no delivery alarms. Customer treated with the pump. No further information was provided.